Event description:
In 2009, the pt stated he has had elevated blood glucose readings up to 380 mg/dl since two days prior. Symptoms are nausea and sleepiness. He said, he checked his blood glucose every 3-4 hours and "kept giving more insulin" to treat his readings. He said his blood glucose finally decreased this afternoon. He stated, he had not received any occlusion messages on his insulin infusion device. He changes his infusion headset every 3 days and changed it this morning at 8am from his stomach to his buttocks. He said, he has not used this site area in 2-3 weeks. He stated his blood glucose this morning was 360 mg/dl and he ate cereal and a piece of toast. He stated, " I was sicker than a dog again, some kind of a flu bug." He contacted his physician, but he was on vacation. He was advised to continue to monitor his blood glucose and contact an emergency room if necessary. On follow up with the pt ten days after report, he said he has changed his site area to the back of his arms and his blood glucose has been no higher than 160 mg/dl. He stated, "I've been running strictly right about in the 80's." No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.